Event description:
During routine testing at the MFR, it was reported that the handpiece leaked a black oil-like fluid. There were no adverse consequences associated with the event.

Manufacturer narrative:
During routine testing, the handpiece leaked a black oil-like fluid. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.